Event description:
The customer reported that when pressing the unload button on the multi-function footswitch, the pt support would continue to move out and down after the button was released. This occurred when the system was not in clinical use, and there were no injuries as a result of the malfunction.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).